Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture behind the display and there was a power issue in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: review of the black box data revealed evidence of short battery life illustrated by a drastic voltage drop on (B)(6) 2017. There was visible moisture in the battery. The battery compartment was noted to be cracked. Leak testing failed due a battery compartment leak. On investigation, the pump powered on and ¿ez-prime¿ steps were performed correctly. The sleep current was measured to be above specifications. The reported ¿short battery life¿ complaint was duplicated. The pump¿s cover was removed revealing moisture corrosion on the continuous glucose monitoring module. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored. (B)(4).